Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored. All the operating currents tested within specification range. No unexpected battery out limit alarms noted. All the buttons did function properly. No button error alarms found. However, moisture damage was noted on the keypad traces. No scrolling numbers noted on the display. No damage to the electronic assembly observed.

Event description:
It was reported that the insulin pump alarmed button error and had scrolling numbers. The blood glucose reading was 139 mg/dl. The customer stated that the insulin pump had gotten wet but did not observe any moisture damage. She noted that the device would not stop beeping. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.